Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka). Reportedly, the cause was the customer did not change pump supplies for five days. Blood glucose (bg) levels not provided. Subsequently, the customer was hospitalized. Although requested by tandem technical support, the customer declined to provide additional information regarding the event.